Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography, a protection sleeve was noted to be in place on the exterior of a unidentified model of biliary stent that had been implanted in the patient. The physician claimed that the protection sleeve had been retained in the endoscope from a prior procedure, as the protection sleeve supplied with the stent he had just implanted had been removed. The users elected to leave the protection sleeve and existing stent in place inside the patient until the stent needs to be replaced, as the stent is a short-term device and was functioning. The risk manager reported that the patient remains hospitalized in the ICU, but not as a result of this alleged occurrence.

Manufacturer narrative:
None of the products involved in this report have been returned to olympus for investigation. Olympus has made multiple inquiries, via both phone and in writing, for additional information regarding this report, and will provide a follow-up report within 30 days. The cause of the user's experience cannot be conclusively determined. However, based upon the info provided to date, user error and/or insufficient may have contributed to the reported event. An olympus endoscope support specialist has been dispatched to visit the user facility to conduct an in-service training on how to properly clean the device.